Event description:
A us distributor contacted zoll to report that the patient developed a red, itchy skin irritation from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to temporarily remove the device and apply neosporin. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.